Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator secondary to an infection. The patient was treated with steroid and antibiotics without success. Subsequently, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
Device analysis report attached.